Event description:
Information was received from a patient regarding an external device. The reason for call was patient said a lot of inconsistent things on this call, and it was difficult to get them to clarify what the actual problem was. A few times, patient said that the stimulation in their body was turning off, and then later they said the controller screen would turn off. Tried to get patient to clarify the issue but they became upset. Eventually, it appeared that the issue they are having is the controller screen turns off, which patient claims causes their stimulation to turn off and they experience pain. Patient says they have to go in and manually turn stimulation back on. Tried to explain that the screen turning off doesn't cause the implant to turn off but patient became very escalated. They said this issue started "probably 6 months ago". During the call patient took battery pack out and said the controller battery compartment looks intact. Eventually, convinced patient to let me send out a new controller. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient called back stating they called fedex to pick up their old controller but fedex refused to pick it up. Agent conferenced in fedex to schedule a pick up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.